Event description:
A failure code 810:11. There were no patient injuris associated with this report and there have been no incident reports filed. Customer did not have information whether incident occurred during patient infusion.